Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed resulting in the patient receiving one inappropriate shock. Technical services (ts) reviewed the data, and it appears to be due noise on the sense b cable. Testing was performed and the noise could not be re-produced. Ts recommended to program the device to the secondary vector in which the device was successfully re-programmed. At this time the system remains in service. No adverse patient effects were reported.